Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, prior to a glide path hemodialysis catheter placement procedure, the catheter was allegedly found with green foreign object. The catheter was immediately replaced with a new one. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation; three photos were provided for review. The manufacturing site review states, visual inspection of the first photo showed the generic green label of the packaging, the second photo showed the product information on the unit label which matches our system, the third photo showed the partial view of a 23 cm d/l glidepath catheter. A closer view revealed a green pigmentation in the cuff area, no alterations were observed in the cuff, no other abnormalities were observed through the visible section of the catheter. Therefore, the investigation is confirmed for the reported contamination issue, and the investigation is inconclusive for the reported packaging problem issue as the provided photo was not sufficient to confirm the reported issues. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, prior to a glide path hemodialysis catheter placement procedure, the catheter was allegedly found with green foreign object. The catheter was immediately replaced with a new one. There was no patient contact.